Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 14-jul-2025. H3. Device eval by manufacturer- yes. Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 4341702. The customer reported that they are seeing lines on the test cartridge, but the analyzer is reporting negative results. During the first testing event, they reported seeing faint lines on the cartridge upon the initial reading which produced a negative result. They then turned the analyzer off, turned it back on, and repeated the same cartridge, which produced a positive result. They went with the positive result. During the second testing event, they saw faint lines on the cartridge upon the initial reading which produced a negative result. They believed the result should have been positive. They repeated the same cartridge on a different analyzer and received a negative result again. They went with the negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. Return samples were received and functionally tested, results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient group a strep negative result was obtained from a veritor analyzer. The user questioned the result as faint lines were visually observed on the test cartridge and thought the result should be positive for group a strep. The same test cartidge was repeated on a different veritor analyzer and a group a strep negative result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient group a strep negative result was obtained from a veritor analyzer. The user questioned the result as faint lines were visually observed on the test cartridge and thought the result should be positive for group a strep. The same test cartridge was repeated on a different veritor analyzer and a group a strep negative result was obtained. There were no health impact or consequences reported.